Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the sampling position of the sample pipettor and the rack line were misadjusted. He adjusted the sample pipettor and the rack line. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned a low bilt3 bilirubin total gen.3 result on a cobas 6000 c (501) module. The customer provided test data for one patient. The initial result was reported outside the laboratory. At 8:20 am, the patient¿s initial bilt3 result was 4 umol/l. At 11:26 am, the patient¿s new sample was tested on another analyzer and the bilt3 result was 265 umol/l. At 13:24 pm, the customer performed repeat testing on the first sample and the bilt3 result was 384 umol/l. The repeat result and the second sample result were determined to be correct. The bilt3 reagent lot and expiration date were requested but not provided.